Manufacturer narrative:
(B)(4). Investigation summary: no picture/physical evidences were provided by the customer, therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters. Investigation conclusion: unconfirmed, no sample received. The complaint was raised for information by the customer, thus not requiring an 8d report. The release paperwork was reviewed and did not reveal any non-conformity in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Root cause description: a detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform no data points towards a non-conformity on the thread. An incorrect compatibility between plunger and barrel this cause can be discarded as the event occurred on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger this cause can be discarded as the event occurred on the market, the customer would not have been able to process malformed/non filled plunger. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultrasafe¿ plus x100l was already activated and the plunger had separated from the syringe when opening the box before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "¿the injection device of cosentyx is separated when opening the folding box.¿ as you can see from the attached picture, the sd is activated and the plunger is separated from the syringe probably due to the triggering force that was developed."